Event description:
It was reported that a polaris loop ureteral stent was used in a flexible ureteroscopic lithotripsy procedure in the kidney. During the procedure, it was noticed that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported. The patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.